Event description:
While pipetting an htlv I/ii plate on summit low sample was delivered to well h2. No error was generated by the summit. No death or serious injury was associated with this incident.